Event description:
It was reported that during a da vinci surgical procedure, a piece of the harmonic curved shears (hcs) insert fell into the patient. The piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported .

Manufacturer narrative:
The insert was returned and evaluated. Per the customer reported complaint, engineering observed the clamp arm was detached from the distal end. One side of the shaft that accepts the clamp arm pins is bent inwards. The curved blade has a couple of scratch marks slightly below the midpoint. Evidence in not conclusive, however, the damage to the insert appears most likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.